Event description:
It was reported that the pt experienced an overdischarge. The pt had difficulty charging with coupling, starting a few weeks following her implant. The pt also experienced pain at the battery site. X-rays did not indicate the battery was flipped, but the hcp wanted to reposition the battery. The pt saw a MFR rep on (B)(6) 2011 to attempt a physician-mode-recharge (pmr) prior to surgical revision. The pmr was performed effectively, but the pt was unable to maintain adequate charging as the battery was tilted in the pocket, and the pt fell back into an overdischarged state. This was the pt's second overdischarge. The hcp planned to arrange a pocket revision and battery change, but the date was not determined. Add'l info has been requested, but was not available as of the date of this report.

Event description:
Additional information received from the hcp reported that the cause of the event was battery depletion and inversion of the implantable neurostimulator. The patient did not require hospitalization and there was no patient injury.

Manufacturer narrative:
(B)(4).